Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Premature battery depletion was suspected. The procedure went well, there were no complications. Patient was asymptomac and was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory due to review of the device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage.